Event description:
It was reported that pump displayed altitude alarm 21 and customer later experienced a repeat altitude alarm. There was no adverse impact to the customer's blood glucose level. Customer received guidance on preventing altitude alarms, resumed insulin with original cartridge, and when alarm became active again customer contacted support, a new case was created, and replacement pump was processed with no further action needed on this complaint.